Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, a hospital physician, contacted animas on behalf on a patient who had been hospitalized with hypoglycemia. The physician was attempting to review pump history and needed assistance with unlocking pump. The physician was called away urgently and did not provide details. This complaint is being reported due to the allegation that a patient on pump therapy experienced hypoglycemia.